Event description:
The hospital reported that during an endoscopic saphenous vein harvesting procedure, the image on the endoscope was dark. No other information was provided by the hospital and no pt complications were reported. At the time of use, the endoscope was not under warranty. It is indicated in the product IFU that the endoscopes are warranted for one year and it is recommended that the device be replaced after one year of usage.